Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer's reported complaint. Fa found that the instrument had a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of frayed - distal instrument grip cables is attributed to a component failure. Additional observation not reported by site: the instrument was found to have various scratch marks, with light material removed, on the main tube. The scratch marks were 0.070¿ - 0.151" in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product or this event. No image or video was provided for review. A review of the instrument logs for the prograsp forceps instrument (part# 471093-11 /lot # k10210906 0226) associated with this event was performed. The instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 6 uses remaining. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during central processing it was discovered that the prograsp forceps instrument had a broken or loose cable. There were no reports of patient involvement.

Manufacturer narrative:
Refer to the following field for corrected information: g1 (contact person) refer to the following fields for updated information: g3, g6, and h2 the contact person name has been updated from "(B)(4)" to "(B)(4)".

Event description:
Refer to h10/h11 for follow-up information.